Manufacturer narrative:
(B)(4).

Event description:
It was reported that, during a cvc insertion, the physician observed the distal guidewire being kinked during advancement through the introducer needle. There were no reports of patient injury, harm, or adverse health consequences associated with the event. The patient's condition was reported as fine. No medical intervention was necessary, and the procedure was completed after changing to another device and using the same insertion site.